Event description:
The event occurred in USA during treatment. It was reported that the hls set was installed on (B)(6) 2025 and a small blood splatter was noticed at this time. The customer wiped it away as no leak was suspected. Later the customer noticed that the leak returned, but was very small and he decided to continue the support of the patient. The leek worsen and the hls set was replaced. During the change out the patient fibrillated once and was cardioverted. The patient is on vv support and has not any further dysrhythmias. New information was received on 2025-07-08 that it is unable to estimate how much blood was lost. The leaking was on and off over 12 days. The customer initially thought it is blood that had leaked behind the circuit during cannulation or while drawing blood from pigtails during circuit monitoring gasses. The set was primed on (B)(6) 2025 and connected to the patient on (B)(6) 2025. There was no leak noticed during priming procedure. The patient has received numerous of blood transfusions between cannulation and the circuit replacement, but the patient was treated for gastric intestinal bleeding and it is unable to link anemia solely due to the circuit leak. The patient is 63 years old, male, with a weight of 105kg. It was corrected that the patient was not cardioverted, the patient was in a normal sinus rhythm and went into asystole during the circuit replacement. Therefore the patient required one round of cardiopulmonary resuscitation (CPR) and administering one set of advanced cardiac life support (acls) medications, there was a return of spontaneous circulation (rosc). As there was a blood leak during treatment, the hls set was replaced and the patient went asystole and required CPR during replacement of the set, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The affected product was investigated in the getinge laboratory on 2025-09-11 with following conclusion: the reported failure ¿leakage on the housing¿ could be confirmed. The root cause is a crack on the pump module housing. The exact root cause of the crack remains unknown. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
This is a follow up report due to new investigation results received on 2025-12-02. The event occurred in USA during treatment. It was reported that the hls set was connected to the patient on (B)(6) 2025 and a small blood splatter was noticed at this time. The customer wiped it away as no leak was suspected. Later, the customer noticed that the leak returned, but was very small and he decided to continue the support of the patient. The leak worsen and the hls set was replaced. During the change out the patient fibrillated once and was cardioverted. The patient was on vv support and did not have any further dysrhythmias. New information was received on 2025-07-08, that it is unable to estimate how much blood was lost. The leaking was on and off over 12 days. The customer initially thought it is blood that had leaked behind the circuit during cannulation or while drawing blood from pigtails during circuit monitoring gasses. The set was primed on (B)(6) 2025 and connected to the patient on (B)(6) 2025. There was no leak noticed during priming procedure. The patient has received numerous of blood transfusions between cannulation and the circuit replacement, but the patient was treated for gastric intestinal bleeding and it is unable to link anemia solely due to the circuit leak. The patient is 63 years old, male, with a weight of 105kg. It was corrected that the patient was not cardioverted, the patient was in a normal sinus rhythm and went into asystole during the circuit replacement. Therefore, the patient required one round of cardiopulmonary resuscitation (CPR) and administering one set of advanced cardiac life support (acls) medications, there was a return of spontaneous circulation (rosc). Further information was received that the patient passed away. It was confirmed by the customer, that the patient passed due to multi organ failure and the patient had a poor prognosis and lack of recovery.as there was a blood leak during treatment, the hls set was replaced and the patient went asystole and required CPR during replacement of the set, a report is required.the affected product was investigated in the getinge laboratory on 2025-09-11 with following conclusion: the reported failure ¿leakage on the housing¿ could be confirmed. The root cause is a crack on the pump module housing. The exact root cause of the crack remains unknown.the complaint information was transferred to the internal nonconformity process and further investigation steps will be performed within the nc regarding the crack in the housing. Further investigation was performed in the getinge laboratory on 2025-12-02 with following conclusion: it was confirmed that the crack in the housing of the pump module was not the root cause for the reported leakage. The crack happened most probable after treatment of the patient, as the crack shows no signs of blood contact. Therefore, further investigations were performed. Blood residues were found on the luer connector above the pump module. No abnormalities or a leakage were found during testing on the luer lock. Therefore, the exact root cause remains unknown, but is most probable related to the connection between the luer connector to the third-party sampling lines used by the customer. A medical review was performed by getinge medical affairs on 2025-09-23 with following conclusion:"the investigation of the product by getinge life cycle engineering resulted in the following conclusion: the exact cause of the crack formation cannot be clearly determined retrospectively. The following possible root causes may be proposed: damage during shipping: external mechanical forces before insertion into the cardiohelp (e.g., product damage via dropping). As the investigation report explains that the leakage was noticed immediate during priming of the set, it remains unknown if this was already present during the initial priming or developed over the 12 days of use. The customer stated that initially no leakage was observed; however, leakage was recognized later during perfusion. It was explained that the patient was a multisystem trauma patient with other bleeding issues and required a total of 30 blood product transfusions during ecc. An addendum is available with blood product administration dates and times. The amount of bleeding caused by the leakage of the hls set was approximated to be less than 500ml. In comparison to the 30 units of blood products that were administered to the patient, the influence of the blood loss due to the leakage may have been relatively limited. The changeout of the hls set was performed under controlled setting in sterile fashion, following the ECMO team¿s protocols and procedures for circuit changes. Subsequently, the patient was successfully changed to a newly primed circuit with less than one minute off ECMO. However, during product exchange, the patient experienced asystole which required cardiopulmonary resuscitation (CPR) and administration of one round of advanced cardiac life support (acls) medications after which spontaneous circulation returned (rosc). According to the customer ¿the patient ultimately had poor prognosis and lack of recovery. The family placed the patient on comfort care and patient expired related to multisystem organ failure.¿ while the origin of the defect on the hls set remains unknown, the aberration was confirmed by product testing. Because the patient expired due to multi organ failure, a direct link to the outcome of the patient and confirmed nonconformance of the hls set cannot be established. " a follow up medical review was performed by getinge medical affairs on 2025-12-18 due to the received version 2 of the investigation report, with following conclusion: ¿the reported external blood leakage from the hls set during ECMO treatment is confirmed and required an elective circuit exchange under controlled conditions. Based on the reopened investigation (investigation report v02), the previously assumed crack in the pump housing is unlikely to have been the source of leakage during clinical use according to the investigation report v02. The crack area was described to be ¿clean upon receipt¿, and the measured bench leak rate of approximately 34 ml/min at around 620 mmhg would have resulted in rapid and significant blood loss, which appears to be incongruent with the observed intermittent and minor leakage over a 12-day period after the conclusion of the investigation report v02. According to the investigation report v02, the most plausible explanation for the in-use leakage the connection between the sampling line connector and third-party sampling lines. This interface may have experienced transient sealing issues during periodic sampling, leading to the ¿on/off¿ leakage pattern described by the user. The luer thread and bonding areas inspected were within specification, so the intermittent leakage is likely related to component tolerances and assembly force combined with dynamic pressure changes during sampling.¿as stated in the instructions for use of the hls set - in chapter preparation and installation ¿perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures.¿ furthermore, it is stated in chapter priming the system ¿check the device for leaks during priming. Do not use the device if there are any leaks.¿ and ¿before priming the set, run water through the heat exchanger of the hls module advanced and check for leaks.¿ the production records of the affected product were reviewed on 2025-12-19. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed and no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported failure. The complaint information of version one of the report (crack - pump module housing) was transferred to the internal nonconformity process and further investigation steps will be performed within the nc. Based on the results the reported failure "leakage pump module housing" could be confirmed, but was most probably caused after patient treatment. Based on the results the failure in investigation report v2 "leakage of venous sampling luer lock" could not be confirmed and the death of the patient was not related to the product malfunction. The patient passed due to multi organ failure. This complaint was found in the database of customer complaints for the hls set as a single event (timeframe from (B)(6) 2024 till (B)(6) 2025). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
Further information was received that the patient passed away. It was confirmed by the customer, that the patient passed due to multi organ failure and the patient had a poor prognosis and lack of recovery. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
The event occurred in USA during treatment. It was reported that the hls set was connected to the patient on (B)(6) 2025 and a small blood splatter was noticed at this time. The customer wiped it away as no leak was suspected. Later the customer noticed that the leak returned but was very small and he decided to continue the support of the patient. The leak worsen and the hls set was replaced. During the change out the patient fibrillated once and was cardioverted. The patient was on vv support and did not have any further dysrhythmias. New information was received on 2025-07-08 that it is unable to estimate how much blood was lost. The leaking was on and off over 12 days. The customer initially thought it is blood that had leaked behind the circuit during cannulation or while drawing blood from pigtails during circuit monitoring gasses. The set was primed on 2025-06-24 and connected to the patient on (B)(6) 2025. There was no leak noticed during priming procedure. The patient has received numerous of blood transfusions between cannulation and the circuit replacement, but the patient was treated for gastric intestinal bleeding and it is unable to link anemia solely due to the circuit leak. The patient is 63 years old, male, with a weight of 105kg. It was corrected that the patient was not cardioverted, the patient was in a normal sinus rhythm and went into asystole during the circuit replacement. Therefore, the patient required one round of cardiopulmonary resuscitation (CPR) and administering one set of advanced cardiac life support (acls) medications, there was a return of spontaneous circulation (rosc). Further information was received that the patient passed away. It was confirmed by the customer, that the patient passed due to multi organ failure and the patient had a poor prognosis and lack of recovery. As there was a blood leak during treatment, the hls set was replaced and the patient went asystole and required CPR during replacement of the set, a report is required. The affected product was investigated in the getinge laboratory on 2025-09-11 with following conclusion: the reported failure ¿leakage on the housing¿ could be confirmed. The root cause is a crack on the pump module housing. The exact root cause of the crack remains unknown. The most probable root cause for the crack could be:-internal stresses resulting from the injection molding process- mechanical stresses during production- transport damage- incorrect loading by the user, e.g., by applying cleaning agents to the affected area or by external mechanical forces before insertion into the cardiohelp - mechanical stresses during use, e.g., by applying excessive pressure to the device. The complaint information was transferred to the internal nonconformity process and further investigation steps will be performed within the nc. A medical review was performed by getinge medical affairs on 2025-09-23 with following conclusion: "the investigation of the product by getinge life cycle engineering resulted in the following conclusion: the exact cause of the crack formation cannot be clearly determined retrospectively. The following possible root causes may be proposed: damage during shipping- external mechanical forces before insertion into the cardiohelp (e.g., product damage via dropping). As the investigation report explains that the leakage was noticed immediate during priming of the set, it remains unknown if this was already present during the initial priming or developed over the 12 days of use. The customer stated that initially no leakage was observed; however, leakage was recognized later during perfusion. It was explained that the patient was a multisystem trauma patient with other bleeding issues and required a total of 30 blood product transfusions during ecc. An addendum is available with blood product administration dates and times. The amount of bleeding caused by the leakage of the hls set was approximated to be less than 500ml. In comparison to the 30 units of blood products that were administered to the patient, the influence of the blood loss due to the leakage may have been relatively limited. The changeout of the hls set was performed under controlled setting in sterile fashion, following the ECMO team¿s protocols and procedures for circuit changes. Subsequently, the patient was successfully changed to a newly primed circuit with less than one minute off ECMO. However, during product exchange, the patient experienced asystole which required cardiopulmonary resuscitation (CPR) and administration of one round of advanced cardiac life support (acls) medications after which spontaneous circulation returned (rosc). According to the customer ¿the patient ultimately had poor prognosis and lack of recovery. The family placed the patient on comfort care and patient expired related to multisystem organ failure.¿ while the origin of the defect on the hls set remains unknown, the aberration was confirmed by product testing. Because the patient expired due to multi organ failure, a direct link to the outcome of the patient and confirmed nonconformance of the hls set cannot be established. " as stated in the instructions for use of the hls set in chapter preparation and installation ¿perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures.¿ furthermore, it is stated in chapter priming the system ¿check the device for leaks during priming. Do not use the device if there are any leaks.¿ and ¿before priming the set, run water through the heat exchanger of the hls module advanced and check for leaks.¿ the production records of the affected product were reviewed on 2025-09-24. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed and no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported failure. Based on the results the reported failure "leakage pump module housing" could be confirmed, but the death of the patient was not related to the product malfunction. The patient passed due to multi organ failure. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).